Manufacturer narrative:
The account maintenance replaced the bed exit strips to repair the bed.

Event description:
The accounts maintenance stated when the head of bed is most of the way up, the bed exit failed to alarm.